Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer reported that the "metal tip" of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon reported that the ¿metal part¿ broke while the instrument was staying still without energy activation. The instrument was in use for approximately 2 hours and performed as intended up until it broke. After the blade of the instrument broke off and fell inside the patient, the surgeons attempted to retrieve the fragment with a laparoscopic maryland forceps instrument through a 12 mm trocar cannula with no success. The fragment suddenly disappeared, and the surgeons tried to locate the fragment by using the robotic lens and x-ray, but failed. The site then decided to finish the procedure and proceed to do a computed tomography (CT) scan without extubation to locate the fragment. After the CT scan, the fragment was located and retrieved through an additional laparoscopic surgery. It was confirmed that all fragments were retrieved. The customer reported that there was no instrument collision during the procedure. It was confirmed that there was no patient injury due to the reported incident. It is unknown if there was any resistance upon removal of the instrument through the cannula. It is also unknown if there is a video recording of the procedure, but images of the instrument damage were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument's curved blade was found to be broken at the distal end. The blade broke at roughly 0.14" from the base. The broken piece was returned with the instrument. There was no material missing from the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically due to mishandling/misuse. Images of the harmonic ace instrument related to this event were received and reviewed. The images confirmed that the harmonic ace instrument blade was detached. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# m90200212-0099) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection surgical procedure, it was alleged that the harmonic ace instrument "tip" broke off and fell inside the patient. An unexpected

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a adverse event, as previously reported. Corrected information can be found the following field: b1 b1 updated from "adverse event" to "adverse event and product problem"

Event description:
Refer to h10/h11 for follow-up information.